Manufacturer narrative:
A medtronic representative spoke to the site over the phone and had them perform calibrations on the system.. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4).

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the site took fluoroscopic images and there were white lines going through. They took a radiographic image and there was a cylindrical object in the image. They took another fluoroscopic image and the white line was there again. The site decided to proceed with another imaging system. There was no reported impact on patient outcome. It was noted that only the radiologic technologist was in the room at the time. There was a reported delay to the procedure of about 10 minutes due to this issue.